Event description:
Attorney alleges that the pt underwent a spinal surgery where posterior fixation was implanted. After implant, the pt reported experiencing low back pain radiating down the left lower extremity to the big toe. The pt has undergone conservative treatment for the pain including injections, medications, and trigger point injections. There is no reported failure of the device.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.